Event description:
It was reported that balloon rupture occurred. An 8.0 x 40, 75cm mustang balloon catheter was selected for dilation. However, it was noted that the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.